Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm that was cleared in the past. Customer also reported a low blood glucose event where their blood glucose declined to 28 mg/dl. Customer was able to raise their blood glucose to 250 mg/dl. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act, esc, down arrow and b buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. No blank display noted. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.